Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 183 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump received with unresponsive down arrow button due to corroded keypad traces. No button error alarms were noted. Insulin pump received with cracked case on display window corners, cracked battery tube threads and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.